Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device error e04, fog free function error. The issue occurred during set up / inspection for use (before patient in room). There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8,d9,h2,h3,h6,h11 the device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the objective lens had debris under the objective cover glass, the outer tube had dents on the outer tube end, and the light guide connector/prong/cover glass required a loose light guide adapter. A root cause could not be identified. Based on the results of the investigation, since the reported failure was not confirmed, the most probable cause of the reportable malfunction is that no problem was detected. Additionally, the outer tube required attention for dents on the outer tube end, and the light guide connector/prong/cover glass required a loose light guide adapter, the cause was traced to component failure. And the objective lens had debris under the objective cover glass, the most probable cause of the complaint was not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.